Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred during basal deliveries which resulted in the pump "declining" the cartridges in use. The customer experienced an elevated blood glucose (bg) level. The customer declined to provide additional information regarding the alarms or bg level.